Event description:
Reportedly, on operating, after fired, removed the instrument from the cavity but the anvil was remained in the rectum and the tissue also could not be cut. Retrieved the anvil from the rectum and reinforced the fragment with hand sewing. 3 days after the surgery, leakage was confirmed. Changed to the stoma. Procedure: lower anterior resection.